Event description:
A part broke off the screwdriver. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The inspection of the objected screwdriver showed that a mounting pin is missing on the joint mechanism. Through this, the function is no longer guaranteed. The cause of the damage is undetermined. It possible that there was too much mechanical stress on the system, which caused the loosening of the pins. Further inspection of the production and material documents shows agreement with the specifications. No product error could be found. A review of the device history record did not show conditions that could have contributed to the reported event.